Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Physical examination of the returned attune articulating surface was conducted, however, the spring associated to the reported event was not returned, therefore the investigation can not confirm the deformed event reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the spd noticed after the case that the spring was stretched on the trial. It was stretched out but not broken in two pieces. They threw the spring away. It was used on an estimated 50 cases.